Event description:
The customer reported unexpected negative reactivity with panocell (cell 6) using two different anti-fyb reagents.

Manufacturer narrative:
Retention panocell cell # 6 was tested with retention anti-fyb, lot fyb70h-1 by two methods (a-1 drop cell and 1 drop antisera 15' 37c, and b-1 drop cell and two drops antisera 15' 37c). No macroscopic reactivity was observed with method a, however, 1+ strong reactivity was observed with the b method. The limitations secion of the package insert, as required by 660.35(I) states: "the reactivity of reagent red blood cells may diminish over the dating period. The rate at which antigen reactivity (ie, agglutinability) is lost is partially dependent upon the individual donor characteristics that are neither controlled nor predicted by the manufacturer."